Manufacturer narrative:
(B)(4). Teleflex will continue to monitor and trend related events.

Event description:
I am a patient who has been using your rusch flocath quick intermittent catheters for about two years now, having inserted more than 3,500 of them. For the first sixteen months I had no problems whatsoever. Then, starting in (B)(6) 2020, I started getting urinary tract infections, six in a period of seven months, the last three starting within a week of finishing the last round of antibiotics. Nothing has changed concerning my preparations for catheterization. I use approximately 5 per day, only at home, in a dedicated area which I disinfect with alcohol after each use. I wash my hands each time with an anti-bacterial soap, and swab the area around the entry point of the catheter with alcohol, both before and after each use. I make sure the catheter touches nothing outside the sterile packaging prior to insertion. The only thing that changes is the lot number and manufacture date of the catheter. I receive a new shipment every ninety days. I am convinced that the catheters I used between (B)(6) and (B)(6) 2020 have been contaminated, particularly the lot I used between september and december, during which time I had four uti's. The lot number on that group of catheters was 20ag18. I have some remaining from this lot, but not the prior one. I have since begun using a more recent lot number. I'm hoping they are free of contamination. I am asking if you have been aware of a contamination issue and have addressed it. I have noticed that the new lot of catheters has some subtle design changes which improve the user experience. I'm hoping this means that something has changed in the manufacture. I need someone to assure me that contamination problems have been resolved, otherwise I will have to change brands. I also hope to have a lab analyze some of the remaining suspicious catheters.

Event description:
I am a patient who has been using your rusch flocath quick intermittent catheters for about two years now, having inserted more than 3,500 of them. For the first sixteen months I had no problems whatsoever. Then, starting in (B)(6) 2020, I started getting urinary tract infections, six in a period of seven months, the last three starting within a week of finishing the last round of antibiotics. Nothing has changed concerning my preparations for catheterization. I use approximately 5 per day, only at home, in a dedicated area which I disinfect with alcohol after each use. I wash my hands each time with an anti-bacterial soap, and swab the area around the entry point of the catheter with alcohol, both before and after each use. I make sure the catheter touchs nothing outside the sterile packaging prior to insertion. The only thing that changes is the lot number and manufacture date of the catheter. I receive a new shipment every ninety days. I am convinced that the catheters I used between (B)(6) 2020 have been contaminated, particularly the lot I used between (B)(6) during which time I had four uti's. The lot number on that group of catheters was 20ag18. I have some remaining from this lot, but not the prior one. I have since begun using a more recent lot number. I'm hoping they are free of contamination. I am asking if you have been aware of a contamination issue and have addressed it. I have noticed that the new lot of catheters has some subtle design changes which improve the user experience. I'm hoping this means that something has changed in the manufacture. I need someone to assure me that contamination problems have been resolved, otherwise I will have to change brands. I also hope to have a lab analyze some of the remaining suspicious catheters.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and passed qa inspection and bioburden test. Based on the complaint, it was reported that "for the first sixteen months I had no problems , whatsoever. Then , starting in (B)(6) 2020, I started getting and findings on the returned urinary tract infections , six in a period of seven months, the last three starting within a week of finishing the last round of antibiotics". Further investigation involving bioburden test have been done on the representative flocath product family xrl220500140 (flocath quick hydrophilic) with lot number 20ag14 and ID number 15149721. Based on the bioburden test, the bioburden reading result shows average of cfu/unit was 5.13 which demonstrate that these devices are suitable for their intended purpose. Based on the bioburden test, the bioburden reading result shows average of cfu/unit was 5.13 which demonstrate that these devices are suitable for their intended purpose.

Event description:
I am a patient who has been using your rusch flocath quick intermittent catheters for about two years now, having inserted more than 3,500 of them. For the first sixteen months I had no problems whatsoever. Then, starting in (B)(6) 2020, I started getting urinary tract infections, six in a period of seven months, the last three starting within a week of finishing the last round of antibiotics. Nothing has changed concerning my preparations for catheterization. I use approximately 5 per day, only at home, in a dedicated area which I disinfect with alcohol after each use. I wash my hands each time with an anti-bacterial soap, and swab the area around the entry point of the catheter with alcohol, both before and after each use. I make sure the catheter touchs nothing outside the sterile packaging prior to insertion. The only thing that changes is the lot number and manufacture date of the catheter. I receive a new shipment every ninety days. I am convinced that the catheters I used between (B)(6) 2020 have been contaminated, particularly the lot I used between (B)(6) , during which time I had four uti's. The lot number on that group of catheters was 20ag18. I have some remaining from this lot, but not the prior one. I have since begun using a more recent lot number. I'm hoping they are free of contamination. I am asking if you have been aware of a contamination issue and have addressed it. I have noticed that the new lot of catheters has some subtle design changes which improve the user experience. I'm hoping this means that something has changed in the manufacture. I need someone to assure me that contamination problems have been resolved, otherwise I will have to change brands. I also hope to have a lab analyze some of the remaining suspicious catheters.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and passed qa inspection and bioburden test. Based on the complaint, it was reported that "for the first sixteen months I had no problems, whatsoever. Then, starting in (B)(6) 2020, I started getting and findings on the returned urinary tract infections, six in a period of seven months, the last three starting within a week of finishing the last round of antibiotics". Further investigation involving bioburden test have been done on the representative flocath product family xrl220500140 (flocath quick hydrophilic) with lot number 20ag14 and ID number (B)(6). Based on the bioburden test, the bioburden reading result shows average of cfu/unit was 5.13 which demonstrate that these devices are suitable for their intended purpose. Based on the bioburden test, the bioburden reading result shows average of cfu/unit was 5.13 which demonstrate that these devices are suitable for their intended purpose. On the other hand, returned samples from customer with lot number 20ag18 (flocath quick male hydrogel coated with water sachet, sterile & 220400140) have been sent for bioburden test to further investigate on the contamination issue. Based on the bioburden report, the result shows average of cfu/unit was nd (no detection) which demonstrate that these devices are suitable for their intended purpose. Full report of bioburden result. This result proved that this product has no contamination issue as the product will undergo sterilization process before been shipping out to market. Based on the bioburden test, the bioburden reading result shows average of cfu/unit was nd (no detection) which demonstrate that these devices are suitable for their int ended purpose.